Event description:
The customer contacted the siemens customer care center (ccc) after the level 2 quality controls (qc) for hemoglobin a1c (hb1c) resulted out-of-range on a dimension exl with lm instrument. The ccc specialist instructed the customer to recalibrate the method and perform a precision study. After doing so, the customer repeated patient samples and discovered one discordant result. The ccc instructed the customer to perform further maintenance. Patient samples were repeated after the maintenance was performed and the customer stated that corrected reports were made. It is unknown if there was any patient intervention or adverse health consequences due to the discordant hb1c results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and discovered that the customer accepted a failed calibration prior to obtaining out of range qc results. Ccc instructed the customer to perform a re-calibration, run precision studies and replace the reagent 1 probe. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample transducer and ultrasonic board. The cse also replaced and aligned reagent probes 1 and 2. Hb1c qc was run, resulting within range. Upon follow-up, the customer stated that they are satisfied with the instrument performance. The cause of the discordant hb1c results is unknown. The cause of the customer accepting a failed calibration is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.